Event description:
It was reported to philips that the device is intermittently alarming, even when it is in off position. There was no patient involvement.

Event description:
It was reported to philips that the device is intermittently alarming, even when it is in off position.